Event description:
Case description: this spontaneous report was received from a us healthcare professional and concerns a female patient. The patient was injected with radiesse into the cheekbones (off label use of device). Batch number was reported as unknown. After the radiesse injection, the patient experienced vascular occlusion. As reported, the patients skin went white in a patch where she was injected. A few days after, the patient had an ultrasound done, which showed vascular occlusion. Sores under her eye were noticed. Since then, it went away and everything was fine. Due to provided information, the outcome of the event was considered as resolved.

Manufacturer narrative:
Assessment/investigation by merz: as the lot number was not available, a batch record review and case search on the reported lot could not be performed. However, routine trending for radiesse did not identify any trends related to the reported issue (q4-2025 radiesse product family trending report, rec-002150, 11-may-2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious per the following rationale: this case is considered as serious as the event vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage. Corrective treatment was not provided and outcome was considered as resolved. Due to limited reporting of the injection date and onset date of the event, temporal relationship can only be assumed; whereas the reported event occurred in a compatible local relationship. The event vascular occlusion (serious) is expected based on the currently valid us instructions for use (IFU) of radiesse and can occur after treatment with radiesse. The reported skin went white and sores were considered to be symptoms of the event vascular occlusion (serious) and therefore were not coded. Off label use of device is coded for formal reasons only. An injection into the cheekbones is not an approved indication for radiesse based on the us instructions for use (IFU). Based on the information provided, causality is assessed as possibly related to the treatment with radiesse, however there is no indication that a product-related issue contributed to the event. Based on the information provided, this case was considered to be serious, as the event vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage.